Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm performed solenoid driver board field safety corrective action (fsca) as per service bulletin and installed a working solenoid driver board. In addition, per the current fsca, the stm also replaced the fluid deflection gasket, the iab dattasette, dss dattasette, and the video receiver board. The stm also performed software update and installed the battery maintenance setup guide and the operation manual cd. The iabp passed all calibrations, functional and safety checks per factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during field action on the cs100 intra-aortic balloon pump (iabp) an out-of-box failure (oob) of the solenoid driver board occurred. The getinge service territory manager (stm) was performing the field action per relevant section of the service manual, and determined that the solenoid driver board's voltage was out of specification.

Manufacturer narrative:
A senior repair technician of getinge's national repair center (nrc) inspected the solenoid driver board and no visual damage was observed. The technician then installed the board into cs300 test fixture and tested to factory specifications per cs300 service manual. The board passed testing; the reported failure of voltage reading of .8 volts at l6/tp31 when specification is 2.8 volts could not be verified. The board will be sent to the supplier per procedure.

Event description:
It was reported that during field action by a getinge service territory manager (stm) on the cs100 intra-aortic balloon pump (iabp), the solenoid driver board failed out-of-box (oob). The stm was performing the field action per relevant section of the service manual and determined that the solenoid driver board's voltage was out of specification.

Manufacturer narrative:
The solenoid driver board was evaluated by the supplier and returned to getinge's national repair center (nrc). The supplier found that s1 switches were not configured correctly and adjusted the s1 switches which resulted in the board passing all of their testing. A senior repair technician of the nrc tested the board to factory specifications per cs300 service manual and inspected it per procedure. The board passed testing and was put into stock/inventory per procedure. However, the nrc has advised that when the board was initially received in connection with this oob failure, the switches were configured properly and sent to supplier that way, and that if the board was configured incorrectly, there would be a false blood detected alarm and the voltage at tp31/l6 would read .8 volts when attempting an autofill. The nrc suspects that the field representative may have calibrated the board incorrectly (s1 configuration), but that it was not sent back to the nrc that way.

Event description:
It was reported that during field action by a getinge service territory manager (stm) on the cs100 intra-aortic balloon pump (iabp), the solenoid driver board failed out-of-box (oob). The stm was performing the field action per relevant section of the service manual and determined that the solenoid driver board's voltage was out of specification.